Event description:
It was reported that the patient experienced a red, swollen area in the chest where the pocket for the implantable neurostimulator was located. Infection was confirmed by fluid culture of the area. The patient was treated with antibiotics and explant of the device system. The patient was reported to have recovered without sequela.

Manufacturer narrative:
Lead model 3389s-40, serial # (B)(4), implanted: (B)(6) 2011 explanted: unknown; lead model 3389s-40, serial # (B)(4), implanted: (B)(6) 2011 explanted: unknown; extension model 37085-60, serial # (B)(4) implanted: (B)(6) 2011 explanted: unknown; extension model 37085-60, serial # (B)(4), implanted: (B)(6) 20112 explanted: unknown; programmer model 37642, serial # (B)(4).